Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of extended charge time was confirmed during bench testing. The cause of the long charge time is due to battery performance.

Event description:
It was reported that the device had a long charge time. The device was explanted and replaced.